Event description:
Pt tampered with pump to increase dosage of morphine. Used pen to manipulate syringe, infusing 15 cc in 15 minutes. Access gained through bottom of security door where tubing exits pump. Pump alarmed at this point.